Event description:
The report received from the affiliate indicates that the hub of the cypher sds cracked during the procedure when applying pressure. There was no report of pt injury. Additional pt and procedural info has been requested, but has not yet been forthcoming.

Manufacturer narrative:
The product is not available for eval and testing. Additional info will be submitted within 30 days of receipt. This product is distributed outside the us, but is similar to us distributed stent delivery systems.